Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that it was discovered that an expired angio-seal device was used during the procedure on 16 march 2023. The device expired on 28 feb 2023. The patient was stable and did not experience any adverse event or injury. Additional information was received on 09 jun 2023: the procedure performed was a percutaneous coronary intervention (pci). Hemostasis was achieved using the angio-seal device. The procedure was completed successfully as intended using the angio seal.